Event description:
Paramedics responded to a person in cardiac arrest. The paramedics connected the device to the pt with disposable defibrillation/ECG electrodes and delivered a shock. According to the rptr, the device then alarmed "connect electrodes" and would not shock the patient. An AED was used as a backup and two additional shocks were delivered. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the patient's death because of the availability and immediate use of a backup defibrillator and the non-viability of the pt.